Event description:
It was reported during in clinic follow up, noise oversensing was noted on patient's right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2021. Patient was stable.